Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient right ventricular (rv) lead triggered a high impedance alert for high/undefined pacing impedance levels. The rv lead also experienced varying impedance as levels then reduced for several days. The rv lead was reprogrammed and then capped and replaced. No patient complications have been reported as a result of this event.